Event description:
According to the reporter, the catheter was placed smoothly at 12:30 at noon and at 14:30 in the afternoon when they were preparing for the dialysis, they used a syringe to draw blood from the arterial side, and found that the blood leaked from the arterial extension tube near the suture wings part. They clamped it immediately, notified the doctor and replaced the catheter which resolve the issue. It was stated that the reported catheter was intact when it was taken out of the patient and was intentionally cut after it was explanted for return. The insertion site was treated with iodophor disinfection prior to product placement. There was nothing unusual observed on the device prior to use, flushing was done with nothing unusual on the result, there were no other defects/damages found on the product where the leak was observed, there were no other products being utilized with the device, they manually tighten the luer adapter, no excessive force was used and tego was not utilized. There was no treatment/intervention required as a result of the event. There was a blood loss of 5ml and blood transfusion was not required. The patient did not have an infection due to the event. The procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. It was reported that there was a leak of unknown origin. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was placed smoothly at 12:30 at noon and at 14:30 in the afternoon when they were preparing for the dialysis, they used a syringe to draw blood from the arterial side, and found that the blood leaked from the arterial extension tube near the connector. They clamped it immediately, notified the doctor and replaced the catheter which resolve the issue. The insertion site was treated with iodophor disinfection prior to product placement. There was nothing unusual observed on the device prior to use, flushing was done with nothing unusual on the result, there were no other defects/damages found on the product where the leak was observed, there were no other products being utilized with the device, they manually tighten the connector, no excessive force was used and tego was not utilized. There was no treatment/intervention required as a result of the event. There was a blood loss of 5ml and blood transfusion was not required. The patient did not have an infection due to the event. The procedure was completed. There was no reported patient injury.